Event description:
Initially the image was all white, washed out, it started to strobe on and off. Light source appeared stable. Image was not clear on monitor. Procedure was abandoned due to malfunction.

Manufacturer narrative:
Customer misuse. Pins broken off camera cable ccu connector.